Event description:
It was reported that the patient presented in clinic. Upon review, the atrial lead exhibited reduced p-wave amplitude and failure to sense. The atrial lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.